Manufacturer narrative:
One ventilator device was received for investigation. During visual inspection the device was observed to have a damaged front panel. The reported issue was confirmed during functional testing when the device would not power on. The issue was traced to the electrical chassis, which was observed to faulty. The investigation attributed this issue to impact damaged, caused by user interface. The electrical chassis was replaced, the device components were refurbished, and preventative maintenance was performed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history showed the device was serviced previously for an unrelated issue.

Manufacturer narrative:
Date of event, is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was no audible or visual alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.